Event description:
A report was received from a user facility in (B)(6) indicating that during the procedure, the cutter was not cutting effectively and the surgeon felt it was pulling on the vitreous. There was no report of impact or injury to the patient.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.